Event description:
The facility reported a colleague infusion pump that the "flow rate is not controlled". The problem was identified prior to use. There was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
Evaluation results: the reported condition of "pump is not controlling the flow rate" was not confirmed during product evaluation. Inspection of the device revealed that the reported condition could not be reproduced. Therefore no further actions were necessary. The pump was tested per procedure and returned within specification.